Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, the surgeon pressed the fire button and heard the quick noise as if it was about to fire, however it stopped quickly, and it did not fired or cut. They used another reload to complete the case and resolve the issue. The patient is alive with no injury.